Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose was 65 mg/dl with severe headache and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump was not calculating recommended boluses correctly. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 2.30 u ezbg normal on (B)(6) 2017. The pump boots to verify screen with no errors. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and tdd showed 48.0 u. No errors, alarms or warnings or delivery interruptions occurred during testing. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. Keypad is intact. Ok key is under responsive. Removed the keypad cover; the ok key contact was observed to be cracked. No contamination was observed. (B)(4).